Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection noted a char close to the tip of the device. Electrical and rf ablation tests were performed and the device was observed to be within its specifications. No opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 1apr2015. It was reported that impedance spikes occurred. A 7.5/110/2.5/lrg chilli ii® was used to treat the lesion. During procedure, it was noted that the impedance kept spiking after 15 to 20 seconds of rf application. The physician switched to a non bsc cable and ablation was resumed. The device performed normally for two to three burns until the issue reoccurred. The device was exchanged to an 8mm blazer ii xp catheter and the procedure was completed. There were no patient complications reported. However, device analysis revealed a char close to the tip of the catheter.